Manufacturer narrative:
Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a toric tmicl lens in the patients right eye (od). The reporter indicated the lens may need to be rotated. The lens remained implanted. Additional information has been requested but none has been forthcoming.